Manufacturer narrative:
Concomitant medical products: esbf2514c103e stent graft, implanted: (B)(6) 2018; etlw1616c124e stent graft, implanted: (B)(6) 2018; etlw1624c93e stent graft, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced a pocket infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.